Event description:
It was reported that the pump touch screen appears cracked and shattered. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.